Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 400 mg/dl at the time of the incident. Insulin pump had no delivering insulin and the blood glucose was high after 30 minutes delivering the bolus and when removed the set there was no insulin on the line but there was no alarm. The insulin pump was in auto mode at time of event. The device will not be returned for analysis.